Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked approximately 1ml of blue liquid at the blood sampling valve (bsv). The leak was not contained within the instrument. The customer was wearing personal protective equipment at the time of the occurrence. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated by the instrument. A beckman coulter field service engineer (fse) was dispatched to the facility to examine the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a loose blood sampling valve (bsv) knob which caused the migration of clenz from the bsv pads. The fse tightened the loose bsv knob. The issue was resolved. The instrument was then tested and verified to meet published performance specifications. (B)(4).